Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strip insertion. The reader failed to charge therefore, the customer was unable to obtain scans and experienced dizziness. The customer had contact with a healthcare professional who administered glucose via injection and oral for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.